Event description:
Information was received indicating that a (B)(6), pump stopped. It was reported the end user powered the pump back on and reviewed the settings then powered the pump back off as the pump was alarming. No disposable, pump won't run". Reportedly the end user was advised to contact the clinic for further instructions. The cassette was not removed because the infusion stopped greater than eight hours. Per reporter residual volume was: 92.8 ml, rate 2.5 and 22.2 was given. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Additional contact information: (B)(6).

Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump stopped. It was reported the end user powered the pump back on and reviewed the settings then powered the pump back off as the pump was alarming ?no disposable, pump won't run". Reportedly the end user was advised to contact the clinic for further instructions. The cassette was not removed because the infusion stopped greater than eight hours. Per reporter residual volume was: 92.8 ml, rate 2.5 and 22.2 was given. No adverse patient effects were reported. No additional information is available at this time.